Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 54750016550/ lot: h5219642 (x4) part: 6430530/ lot: 0409999w (x2) part: 6430530/ lot: 0413839w (x2) part: 641100040/ lot: 0538085w (x2) part: g9010001441/ lot: h5310286 (x1) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent l3/4 posterior fusion surgery. Post-op, patient presented with complaint of fever and low back pain. Patient was diagnosed as pyogenic spondylitis. Infection was observed due to which implants were explanted on (B)(6) 2017.